Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level of (B)(6) 2020. Customer's blood glucose level was over 400 mg/dl. Customer did not alleging insulin pump for under delivering. Customer stated that the insulin pump had insulin flow block alarm. The insulin pump will not be returned for analysis.